Manufacturer narrative:
Concomitant products : dtba1d1 ICD implanted (B)(6) 2016, 4193-88 lead implanted (B)(6) 2007.

Event description:
It was reported that when episode data was reviewed, the right atrial lead was oversensing far field r waves and the left ventricular lead threshold was high. The leads remain in use. No patient complications have been reported as a result of this event.